Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04739. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2011 by dr. (B)(6) due to inflammation of genitourinary device (vaginal mesh). It was reported that patient concurrently underwent anterior colporrhaphy, vaginal extraperitoneal colpopexy, and diagnostic cystoscopy.

Event description:
It was reported that patient underwent mesh revision on (B)(6) 2011 by dr. (B)(6) due to inflammation of genitourinary device (vaginal mesh). It was reported that patient concurrently underwent anterior colporrhaphy, vaginal extraperitoneal colpopexy, and diagnostic cystoscopy.

Manufacturer narrative:
Date sent to FDA: (08/04/2016). It has been reported that following insertion the patient experienced urge incontinence, nocturia, overactive bladder, urinary urgency and frequency. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urge incontinence, nocturia, overactive bladder, urinary urgency and frequency.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria, infection and adhesions.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to bladder prolapse. Following insertion, the patient experienced pain, bleeding, bladder prolapse and dyspareunia. The patient underwent mesh revision/removal in 2007 and in 2009. The patient underwent gallbladder surgery in 2008, bariatric surgery in 2008, hernia surgery in 2006 and in 2009 and intestine surgery in 2006. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.